Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 72.9cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The technician attempted to insert a 0.025¿ laboratory guidewire through the inner lumen and was found to be occluded with dry blood. The technician was unable to clear the occlusion and dry blood was observed at the tip of the guidewire. The iab was placed on the cs300 pump and fully inflated. The reported event cannot be confirmed by the evaluation. Even though we were unable to duplicate the reported problem, kinks on the catheter tubing could cause difficult inflation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the iab was unable achieve proper inflation. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Event site full name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the iab was unable achieve proper inflation. The iab was replaced and therapy was provided. There was no reported injury to the patient.